Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. Customer is unable to see top section of the touch screen that displays time, date, battery percentage, and insulin gauge due to the damage. Customer's blood glucose was 120-130 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.